Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead was not pacing as expected. Additionally, low amplitudes along with high thresholds and loss of capture was observed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.